Event description:
Boston scientific received information stating: issue concerning the ra-lead. High pacing impedance greater than 2000 ohm since more than one year. The ICD operates in vvi mode. Ra-pacing threshold 0,9 v/ 0,5 ms. Since the beginning of november, the ra pacing impedance decreasing to 456 ohm. (B)(6). Germany. No implant date listed. Event date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).